Event description:
It was reported that during a ptci procedure, it was noted that the tip of the guide wire fractured while inside the anatomy. Reportedly, when the guide wire was removed, the tip of the guide wire stayed in the distal coronary.